Event description:
Device malfunction: detached epd tip, surgically explanted. Symptoms/ae: none. Time of malfunction: during and after the procedure. In a draft, unpublished literature report, it was reported that the patient underwent left internal carotid artery acculink stent implantation, using an accunet epd. All procedures were carried out routinely and normally per guidelines. The epd was placed in the distal part of the internal carotid lesion and the acculink was implanted across the 80% stenosed lesion. While retrieving the epd, light resistance was felt and the wire was removed broken leaving the tip of the epd (basket part) inside the carotid artery. Immediate angiogram showed the stent had migrated to the common carotid artery. Nineteen days later, both the filter basket and the stent were surgically explanted and a dacron patchplasty was done after endartectomy of the internal, external and common carotid arteries. No neurological events occurred during either procedure and the patient was discharge uneventfully three days later. No additional information is available.

Manufacturer narrative:
The rx accunet is being filed under MFR# 3004742046-2007-00211. Eval summary: the returned device consisted of the rx accunet stent portion. It was entangled in the acculink filter basket. The accunet guidewire and the acculink stent delivery system were not returned. Tissue was found on the stent struts. The stent was mangled and had broken struts. The analysis of the returned device did not indicate a mfg or design issue. The lot number was not provided; therefore, a lot history record review could not be completed. A possible cause of the stent migration is entanglement of the accunet with acculink due to ineffective use of a delivery catheter while retracting the accunet. Abbott research and development has communicated with the customer to iterate the instructions for use of the device. (See scanned pages)